Event description:
Device interrogation at office visit revealed that the programmed parameters were different than what was programmed at previous office visit. It is believed that user error at previous office visit caused the device to be set to oma output current instead of to prescribed parameters. Further follow-up revealed that patient's device was not reinterrogated following two lead tests at previous office visit. It is believed that one of the lead tests run during the previous office visit was interrupted during the last stage of the test, leaving some of the parameters at lead test parameter settings and changing others back to the desired parameters, still giving the ok test result. No adverse event was reported in conjunction with the suspected programming anomaly. The patient's device was reprogrammed to prescribed parameter settings at following office visit; however, two lead tests were again performed after the device was reprogrammed (one of which resulted in a fault). Again, the patient's device as not reinterrogated following the lead tests and the patient's device was found to be set to oma output current at subsequent office visit.